Manufacturer narrative:
This report is being submitted for correction to event description. Please see update to b5.

Event description:
The allegation "channel blockage" was reported by customer; however, "foreign material exiting from the channel" was found during evaluation of the returned device at the repair center. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the channel was unable to be further specified. Moreover, no deformation/physical damage of the channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested events is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer on behalf of the customer reported to olympus, the channel of the evis lucera colonovideoscope was blocked and foreign material was exiting from the channel. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
An evaluation of the returned device confirmed, the customer allegation regarding channel blockage. There were few additional findings. The adhesive part of bending section cover was broken, connecting tube had a cut, the gap of up/down knob was out of standards; due to worn of angle-wire. Suction cylinder was polluted, the protector of scope connector and connecting tube were cut off, there was stain or discoloration on the distal end of the endoscope, metal contacts of electrical connector were corroded, switch box had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.